Event description:
It was reported by service report that the cot dropped one foot as it was unloaded from the back of the unit. It is unk if there was pt involvement or if there are adverse consequences to report.